Manufacturer narrative:
Included test times in section b5. Customer provided patient final diagnosis which was also included in section b5.

Event description:
Customer reported the following occurring for one patient. On (B)(6) 2020, a male patient presented with light headedness, nausea and ringing ears. Patient was given zofran and fluids. Patient was tested on the triage platform four times. 17:16: triage meter serial number (B)(6) : ckmb: 3.5; myo: 147; tni: 0.17. 17:21: triage meter serial number (B)(6) : ckmb: 4.1; myo: 144; tni: <0.05. 17:25: triage meter serial number (B)(6) : ckmb: 3.7; myo: 141; tni: <0.05. 17:34: triage meter serial number (B)(6) : ckmb: 3.8; myo: 142; tni: <0.05 . Facility triage cut-off for tni: 0.05. Patient was discharged on (B)(6) 2020 with no meds. Customer provided an update on 3/2/2020. Patient "final dx of myocarditis".

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10961n with normal "apparently healthy" donors. No issues with tni recovery observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. The root cause could not be determined. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported the following occurring for one patient. On (B)(6) 2020, a male patient presented with light headedness, nausea and ringing ears. Patient was given zofran and fluids. Patient was tested on the triage platform four times. (Time for tests was not provided). Ckmb: 3.5; myo: 147; tni: 0.17. Ckmb: 3.8; myo: 142; tni: <0.05. Ckmb: 4.1; myo: 144; tni: <0.05. Ckmb: 3.7; myo: 141; tni: <0.05. Although requested, no additional information provided. Facility triage cut-off for tni: 0.05.